Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Patient was under 2 years old. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older. No additional event or patient information is available.